Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient began treatment for the event with unspecified anti-inflammatory drugs (doses, frequencies, and routes were not reported) and the patient was recovered from the peritonitis event. No further detail was provided regarding whether the patient was hospitalized for the event or whether pd therapy was ongoing during treatment or at the time of this report. No additional information is available.